Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment on an unknown anatomy location. Correction: e1: initial reporter section block h11: investigation result visual analysis of the returned device showed that the device was returned without the clip assembly, with evidence of premature deployment as the yoke was attached to the control wire. The reported event involved the clip detaching from the delivery system prior to deployment at an unknown anatomical location, and the procedure was completed with another resolution 360 clip. The risk review confirmed that "clip premature deployment" was documented in the risk analysis and the product risk register (prr), supporting an acceptable risk-benefit profile for the product. The labeling review highlighted the importance of the clip assembly for a thorough investigation. Based on all available information, the most probable root cause assigned is "cause not established".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on (B)(6) 2025. During the procedure, the clip detached from the delivery system prior to deployment on an unknown anatomy location. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on (B)(6) 2025. During the procedure, the clip detached from the delivery system prior to deployment in an unknown anatomy location. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment on an unknown anatomy location.